Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported ongoing occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 987 mg/dl. The customer treated intravenously with fluids of saline and insulin in the ICU. The customer was released on 11/17/24 with no permanent damage and issue resolved. A systems check with tandem technical support verified the pump was functioning as intended.